Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at post-implant follow-up. A revision procedure was performed at which time the lead was tested via pacing system analyzer (psa) confirming the out-of-range measurements. The physician elected to surgically abandon and replace the rv lead. No adverse patient effects were reported.